Event description:
Reported being hospitalized for high blood glucose. Troubleshooting was performed and pump appeared to be operating normally. High pressure test was not performed since customer did not have a clamp.